Event description:
Customer first reports that on (B)(6) 2013 customer states he was going down ramp while at bottom and turning left, the scooter tipped over sending customer to the ground; helped up by neighbors taken to ER by wife. Customer states broken/torn rotator cuff, left shoulder, also large open wound on left elbow.